Event description:
User reported inop mouse. Mouse would not respond to commands.

Manufacturer narrative:
Gehc surgery field service engineer ordered mouse and installed. System operating as intended.